Event description:
It was reported that total hip was revised. Doctor explanted head, liner, and cup and then implanted a 58mm tritanium cup with a dome hole plug and 2 cancellous bone screws. He used a 36mm 0 degrees trident x3 liner and a 36mm metal c-taper head. The reason for revision was osteolysis of the patient's hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding osteolysis involving an omnifit dual radius screwless cup was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was provided for review. Device history review: indicated all devices accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, x-rays and patient medical records would be helpful in investigating this event further. The patient¿s implants were in vivo for 14 years.

Event description:
It was reported that total hip was revised. Doctor explanted head, liner, and cup and then implanted a 58mm tritanium cup with a dome hole plug and 2 cancellous bone screws. He used a 36mm o degree trident x3 liner and a 36mm metal c-taper head. The reason for revision was osteolysis of the patient's hip.